Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture. The ra lead was not used and replaced during procedure on (B)(6) 2025. The patient remained stable throughout.